Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedicss team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the scrdrivershaft t25 l241. A functional test was conducted on the screwdriver shaft and torque limiting attachment. The test included multiple assemblies and disassembles, all of which were completed successfully without any issues. The device exhibited normal wear marks, which are consistent with regular use. However, the anchoring device remained fully operational, securing the screwdriver properly throughout the process. Additionally, the locking screw that fell to the floor during the procedure was inspected and found to be in good condition, with no defects observed. The overall complaint was not confirmed as the scrdrivershaft t25 l241 was found to have no damage or defects. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 03.168.014, lot # l735321, manufacturing site: werk hagendorf, release to warehouse date: 01 feb 2018, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the patient status/outcome was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the screwdriver shaft and the torque limiting attachment for femoral neck fracture. During insertion of the locking screw, the connections between the screwdriver shaft and torque limiting attachment came off and fell to the floor. A locking screw fell to the floor with these instruments and could not be used for surgery. The procedure stopped once. A tfna screwdriver was used to insert the fns locking screw and the arscrew. However, the tfna screwdriver does not have a torque, so that the screw was tightened with the same force as the torque. The surgery was completed successfully with a 30 minutes delay.